Event description:
It was reported that a vns patient had undergone revision surgery due to generator end of service. A battery life calculation was performed indicating 0.28 years until elective replacement indicator=yes. The generator was returned to the manufacturer for analysis and the end of service condition was confirmed. During the analysis, an out-of-limit (high) supply current was identified which was attributed to a selectable value r35 resistor. Once a lower value was selected, the device was found to be operating within specification. Though the out-of-limit supply current could have potentially contributed to the generator's end of service condition, the results of the battery longevity prediction confirmed that the eos condition was an expected event.